Event description:
It was reported that an altitude alarm, a temperature alarm, and an occlusion alarm occurred. The pump was not exposed to extreme temperatures and was within the labeled operating altitude range. There was no reported adverse impact to the customer's blood glucose level. The customer cleared the alarms and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.